Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the water flow in the heating/cooling system was insufficient and had an excessive amount of air bubbles. The user reported having trouble heating patients. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The quality technician was able to confirm the complaint. Review of the returned part found debris blocked the closure of the valve membrane. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.